Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for an unknown number of colony forming units (cfus) of polymorphic flora. The device was tested again on december 15, 2025, and tested positive for 24 cfus of polymorphic flora. The device was retested on december 19, 2025, and it tested positive for unknown number of colony forming units (cfus) of pseudomonas putida and pseudomonas aeruginosa. The device was retested on december 29, 2025, and it tested positive for unknown number of colony forming units (cfus) of strenotrophomonas maltophilia and pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.